Event description:
The customer reported that the device is sounding the ac loss alert when connected to ac mains power and the device is not charging the internal battery. The reported problem is indicative of a device failure that would result in the device operating on battery power only. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on ac power. Physio replaced the power supply assembly, confirmed proper operation and returned the device to the customer.